Manufacturer narrative:
(B)(4). Date sent: 9/14/2020. Seven photos received. Upon visual inspection of seven photos, the following was observed: the photos show tissue with a staple line and slight bleeding was noted along staple line. In the third photo shows what appears to be a staple leg not properly formed. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2021. D4: batch # t5ce69. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the gender/bmi of patient? What color cartridges were used throughout creation of sleeve? Was buttressing material used? On which firing were malformed staples observed? Can more detail be provided on staple form? Are any photos or video available? What is the current patient status? Was the post-operative care of patient altered due to issue experienced with device? Female / bmi unknown. 1 green and the rest gold. No buttressing material used. 3rd and 4th firings. Customer mentions that staple line took zigzag form. Kindly find the photos. Patient has recovered fine. No alternation in patient post-op care.

Event description:
It was reported that there were malformed staples not giving the b-shape not covering the tissue's full thickness. Over sewing of the staple line. The patient did not bleed or require a transfusion. Patient is under intensive supervision for the next 3 days with surgeon's concern of leakage.